Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter in the forceps channel and the channel cleaning brush of the forceps channel. Based on the results of the investigation, it was assumed that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Concerning the foreign matter in the channel and the channel brush, we could not identify the foreign material or specify the root cause. Since whether the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a procedure, the bronchoscope did not display an image. There were no reports of patient harm associated with this event.